Manufacturer narrative:
An event regarding incorrect selection involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a cemented femoral component was implanted in the patient's knee instead of a press-fit (cementless) femoral component. The patient was revised 4 days later to correct the error. The reported event was not confirmed as the primary implant sheet was not provided. Although not confirmed, it is likely that the issue is the result of user error as no manufacturing-related product problem was found given the information provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.

Event description:
Primary procedure, right knee. It was reported that 1 day post-op, discovery was made that a cemented femur was implanted when a press-fit femur was planned. Surgeon was notified and plans to revise to a press-fit femur on (B)(6) 2023. Rep confirmed that no further information will be released by the hospital or surgeon. Update 23 may 23 ma: revision completed on (B)(6) 2023 "there were no complications."